Event description:
Intra-aortic balloon pump (iabp) was inserted at end of open heart case and next am there was flecks of old blood noted in helium line and iabp catheter was discontinued. Blood was noted inside the balloon catheter. Patient remained stable after catheter was discontinued.